Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose ranged from 300-350 mg/dl. Reportedly, customer suspected the occlusions were located in the infusion set sites; however, this could not be confirmed. Customer changed the pump supplies or simply changed the infusion set to address the issue.

Manufacturer narrative:
The investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified. Additionally, a different issue was identified.